Event description:
Patient reported the infusion device display is damaged and has a "black blot." Patient is not able to read the insulin delivery amounts on the display. The infusion device was replaced and requested for evaluation. No physiological effects were reported. Patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.